Event description:
Pt was complaining of difficulty with mastication, pain and decreased range of motion. She had bilateral implants palced in 1988. The right implant was removed 3/19/94 and replaced with an autogenous costochondrial graft. The left implant was removed 7/13/94 and replaced with an autogenous costochondrial graft.